Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as raised, red, welted, and itchy. The patient advised irritation was not open. The patient has sensitive skin, a history of irritations, and allergies to different soaps and lotions. There was no alleged device malfunction contributing to the irritation. The patient was prescribed hydrocortisone by a medical professional. Follow up indicated the irritation improved.